Event description:
A follow call was made and the customer reported being in the hospital due to the insulin pump. It was stated that his medicare replacement plan do not cover the enlite sensors the customer uses, and he ran out of the supplies. Then the customer passed out and his wife had him to go to the hospital. Contacted the customer again and he stated that he did not know he was running low due to the issues with the sensors, he fell and was unconscious. The customer stated to call back in other time. Attempted to call him back, but the customer stated that still was not a good time; it sounds like the customer mentioned was going to have surgery the next day. Unable to confirm as customer was ready to disconnect the phone call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.